Event description:
It was reported that the user stopped seeing glucose values on the ilet after starting a new dexcom g7 continuous glucose monitor (cgm) that paired with the g7 app but not with the ilet; support guided the user to switch the ilet cgm setting to g7 and reenter the 4-digit pairing code, advising that pairing could take 15¿30 minutes and to call back if unsuccessful. Symptoms included loss of glucose data display on the ilet. Outcomes included temporary interruption of cgm data to the ilet without injury, hypoglycemia, hyperglycemia, or hospitalization. Customer support included guided troubleshooting and user education on correct cgm configuration and pairing workflow. Investigation of this case revealed a pairing configuration issue between the ilet and the dexcom g7 rather than a hardware malfunction. It was concluded, based on similar reports, that the cause was user configuration and connectivity setup requiring reconfiguration and standard pairing steps.